Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) and the delivery was started. No specific programming parameters were provided. At approximately 1245, the nurse reported the device alarmed for air in line. At that time, it was reported that the nurse noted an unspecified amount of little bubbles of air in the tubing. The delivery was stopped and the nurse removed the air from the tubing. Therapy was resumed using the same device. The nurse reported that no air reached patient. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.